Event description:
It was reported that 316 days after a coronary artery drug eluting stenting procedure the patient experienced an mi that led to the patient death. The patient was initially treated with a driver stent to the midpoint of the svg to rca. Then a driver stent to the midportion of the svg to rca. Then a driver stent was placed in the midpoint of the svg to om1. Target lesion 1 (16mm long) was identified in the ostial/proximal portion of the svg to om1 with 75% stenosis and a 4.5 mm reference vessel diameter. Target lesion 1 treatment was initially attempted with a 3.5 x 16 stent (assumed to be a taxus stent, but not specified in the cath report). There was a guide dissection of hte ostium of the svg to om1, and it was decided to place a 3.5x24 mm (lot 6170391) taxus stent. Residual stenosis was 0% following post-dilation. The patient tolerated the procedure well and was discharged one day post index procedure receiving asa, plavix, and lipor. The site reported that the patient died at home in thier sleep 316 days post index procedure. The death certificate notes the immediate cause of death as `acute myocardial infarction'. There was no autopsy performed and no further information is available. In the opinion of the physician there is an unknown relationship between the events and the target vessel.